Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope was not working. The issue occurred during setup or inspection for use (during setup in the room, prior to the patient¿s arrival). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure "not working" was not confirmed. N addition, the following reportable malfunction was identified during the device evaluation: the outer tube is scratched and therefore has sharp edges, the r- unit (charged coupled device unit) is broken, the cover glass of the insertion section contains residual liquid, the image quality is poor, and the dielectric strength is inadequate. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer allegation was not detected and cause for investigation findings are not established for cover glass of the insertion section contains residual liquid, regarding the rest of the investigation reportable findings the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.